Manufacturer narrative:
It was alleged that a.d. Protraction facemask has made a patient very ill; however, no further specific information or product has been received at this time. Upon further information received we will send an update.

Event description:
It is alleged that a.d. Protraction facemask has made a patient very ill.

Manufacturer narrative:
It was alleged that a.d. Protraction facemask has made a patient very ill; however no further specific information or product has been received at this time. Upon further information received we will send an update.

Event description:
It is alleged that a.d. Protraction facemask has made a patient very ill.

Event description:
It is alleged that a.d. Protraction faskmask has made a patient very ill.